Event description:
It was reported that the patient experienced a return of his pre-existing pain after heavy lifting work in his garden. He also heard a crack sound in the back. Subsequently all contacts on the lead displayed high impedances except contact number three. Reprogramming was attempted, however it was unsuccessful. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect device: product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; serial: null; batch: null. Device technical: lead sc-2317-70, serial number (B)(6): visual-microscope and x-ray inspection of the lead revealed that all cables were completely broken at the bent-kinked location of the lead. The bent-kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that cause the cables to fracture resulting in the reported complaint. Clik anchor sc-4318, lot number unknown: there is no reported allegation regarding the clik anchor. The returned clik anchor exhibits normal characteristics.

Event description:
It was reported that the patient experienced a return of his pre-existing pain after heavy lifting work in his garden. He also heard a crack sound in the back. Subsequently all contacts on the lead displayed high impedances except contact number three. Reprogramming was attempted, however it was unsuccessful. The patient underwent a lead replacement procedure and was doing well post-operatively. Additional information was received that the clik anchor was also returned with the infinion lead. There is no allegation against the clik anchor.